Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial undersensing was noted on the right atrial (ra) lead. Atrial events appear to be falling in bl anking/refractory at times possibly triggering atrial tachycardia (at) / atrial fibrillation (af) device classified termination of at/af event in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.